Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) upon arrival found that the atmospheric and shuttle transducers were out of range and also found fault log code # 57 9 0. As manual suggested, fse performed all transducer calibrations. After calibrations, atmospheric and shuttle transducers were back in range. Fse performed a pm, full calibration, and tested the unit. The product passed all functional/safety testing. Returned the unit to the customer.

Event description:
It was reported that during use on patient, cs300 intra-aortic balloon pump (iabp) had error code 2 and fault log code # 57. No patient harm or injury reported.

Manufacturer narrative:
Due to character limitation, below field are added from e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.